Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dissection tip cracked. There is no further information available regarding how the procedure was completed because the hospital reported that the event took place "a long time ago" and no additional information is available. Upon receipt of the product, the returned product had the jaw boot peeled. The reported dissection tip was not returned for evaluation. In a follow up conversation with the reporter, he stated that there was no additional information available regarding the reported malfunction. The product that was returned was what was reportedly damaged.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the cold jaw boot was peeling along the sides. There were no signs of usage and no evidence of blood. Based upon the visual observations, the reported complaint for "silicon coating on jaws cracked" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).